Event description:
The physician explanted the pacemaker and repositioned the ra lead due to high thresholds on the ra lead. This lead remains actively implanted. Should additional information become available, this report will be updated.